Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was to review device education and during the call, patient reported they have been dealing with nausea for over 2-3 weeks. Patient said they had a catheter put in for 2.5 weeks and they are wondering if they have a bad bladder infection as a result of that. Patient also said they have lost 15 pounds in 2-1/2 weeks and are not in good shape. Agent asked, patient said they think the symptoms are related to the dbs system because the only thing that has happened and they had to have the catheter because their whole body just shut down. Patient stated that it started after the second surgery and then got really bad after the surgery where the implant was put into their chest. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient, mentioning that they were dealing with the previously reported situation again. Patient did not mention any additional symptoms or details.